Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient stated following an auto accident their recharge interval is increased and that his time recharging is increased. The patient's battery was interrogated, checked impedance and checked recharging interval diary. Impedances were normal, recharge time had increased recently. The patient is scheduled to see physician to be examined. The issue was not resolved at the time of this report. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the patient had a car accident and alleged that since the accident "he" ins was pushing against their spine. The rep stated the patient met with a manufacturer representative (rep) last wednesday ((B)(6) 2018) and the doctor determined the ins was fine and the pocket looked fine, everything looked good. It was reported that the doctor did imaging as well and found via a MRI that the patient actually had a ¿new pathology¿ that would require surgery to resolve the issue. The new pathology was indicated to be unrelated to the patient¿s device/therapy. The rep stated they wanted to make sure to call in and document the information as the patient sent them a text a 2 am this morning saying they were starting to ¿lose their nice guy demeanor¿. The rep was not pleased with this and considered it threatening. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the longer recharge intervals was not determined. The manufacturer representative stated that the patient was scheduling an appointment with their physician. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient was experiencing pain and the recharge times were longer- this began following a car accident where they were rear-ended. Impedances were all normal and the recharge interval was checked in their diary. This showed normal recharge times of less than one hour to charge to full. The patient was examined by a physician and imaging was scheduled. The issue had not been resolved. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported the cause of long recharge times was not determined, the system diary showed the recharge times were normal. Imaging was ordered and showed that the system looked normal. It was unknown if the long recharge was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the replacement of the ins recharger resolved all of the patient's recharging issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported their ins was working perfectly prior to the motor vehicle accident (mva) on (B)(6)2017, but since then the ins has not worked. They have had little to no stimulation in group a when the voltage was set at "6-7 out of 10". Because it was not working properly likeit had prior to the mva, they were having a hard time tolerating the additional pain they incurred from the mva injuries. Additionally, recharging was affected by the mva. Prior to the mva, they charged once per day and they were able to move around while charging (walk, lay down, work around the farm), and the charge would last 24 hours. After the mva, they have had to charge 2-3 times per day but have not been able to move at all because they would have to sit perfectly still the entire time, and the charge has only been lasting 4-5 hours. The patient has had to invest money by installing a car charger in both of their vehicles since the manufacturer does not have a 12 volt car charger for patient's to use. Over a period of 11 months, the patient had met with reps and doctors for reprogramming the ins, which included increasing the frequency, which mildly helped the pain. When the patient met with the reps, they had difficulty connecting with the ins using the recharger. Also, the recharge logs indicated the patient's charge times had increased and were less effective after the mva. A replacement recharger was sent to the patient as a result. The reps had told the patient and the doctor multiple times that the ins appeared to be damaged / malfunctioning and recommended the ins be replaced. It was also reported that after the mva, the patient noticed the ins had moved. It was implanted in the pocket perpendicular and approximately 2 inches to the right of the spine, but after the mva the ins became dislodged and horizontal and ended up on top of the spine floating around. This caused pain when they leaned back on any surface. It was reported the patient had pictures that showed the ins in different locations in their back. The patient had a MRI, which presented evidence that the mva caused further damage to occur to their vertebrae in the lumbar spine. The patient was scheduled to have the vertebral damage repaired on (B)(6)2018. The patient requested the ins issues be addressed during that same surgery to address the ins issues sooner than later. At first the doctor told the patient they would not revise or replace the ins on (B)(6)2018, but after communication between the rep and the doctor, the patient was told the doctor would take proper steps during the (B)(6)2018 surgery to ensure proper placement of the ins so it would not be on top of the spine. The rep plans to meet with the patient after the surgery to perform reprogramming to get it working properly for the patient. It was further noted that the patient discussed the recharging issues with the rep, who explained to the patient that the need to recharge more often was due to the higher frequency programming that had been done previously to address the additional pain from the mva. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the implant was malfunctioning; not working since the day of the car accident. It was noted the car accident caused more damage to the patient's back and the patient has been scheduled for back surgery on (B)(6) 2018. The accident also affected the ins, which was moving around, floating around in the patient's back. The caller reported the patient has been charging 3x per day, the stimulation has been "different" and hasn't been helping with their pain. The patient's doctor told the patient 3-4 months prior to the report that they would be doing an ins pocket revision because the ins was moving but now the doctor has told the patient the pocket revision won't occur and they won't replace the ins since the ins was sitting on top of the spine in the same place the ins was implanted and the ins was functioning within acceptable parameters. It was noted the doctor had checked the leads and they were fine. The caller refuted that the ins was in the same place it was implanted and commented that when manufacturer representatives (reps) met with the patient they stated the ins was malfunctioning because they couldn't get a reading from the ins. The caller inquired what the next steps are that should be taken. They were redirected to the doctor and information was reviewed with them regarding device warranty information, how to get an appointment scheduled with a rep, and that only the doctor can provide medical advice. No further complications were reported or anticipated.

Manufacturer narrative:
Patient weight is approximate. Listed between (B)(6). Concomitant medical products: product ID: 97755, serial#(B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had an auto accident and surgery (hip surgery) in (B)(6) 2017. The rep thought that the patient had pain from the accident and from post hip surgery (unrelated). The patient mentioned that they weren't getting pain relief and the rep was able to reprogram and allow satisfactory pain relief. The rep stated the patient told them it was difficult to recharge and to get a good connection to the implant. The rep checked the patient's implant and the data showed that the patient was recharging fine, but it took slightly longer for the patient to recharge. The time was still within parameters. The patient thought the equipment was damaged, the rep said it was not. The recharger would not find and keep an excellent signal on the ins. The rep wanted the recharger replaced. No further complications were reported or anticipated.